Event description:
Physician was attempting to use a sprinter legend rx balloon dilatation catheter to treat a in-stent restenosis of an unknown brand stent. The site was described as a very tough lesion and a rotablator was also used on the lesion. The sprinter legend device was removed from the packaging per IFU, inspected and prepped with no issues noted. Negative prep was also performed with no reported issues. When advancing the device across the stenosis to the target lesion , it was reported that resistance was encountered and balloon burst occurred. It was reported that the balloon seemed to hang up in the proximal area of stent and felt tight, there was a snap and after retrieval of the device it was observed that a piece of the balloon catheter appeared to have broken off. It is unknown where the detached piece is located. The patient has not experienced pain or coronary symptoms following the event. No patient complications or other clinical sequelae reported.

Manufacturer narrative:
Results and conclusion: (lesion morphology - very tough lesion with stenosis present). (Stent already implanted had in stent restenosis). (Device or procedural images not received for evaluation). (No device received for evaluation). (B)(4).

Manufacturer narrative:
Results: related to operational context - use of device in very tough lesion. Conclusion: operational context caused or contributed to event - use of device in very tough lesion. (B)(4).

Event description:
Physician was unable to cross the instent restenosis and used multiple wires. Eventually was able to cross with a 1.5 balloon into the distal high-grade narrowing. Multiple attempts were made to cross with rota bur without success. Stent found to extend into obtuse marginal, jailing the distal circumflex. At this point the physician was unable to remove the marker wire, but with low profile exchange was able to exchange rota for mailman wire. Then crossed stenosis with 1.25 balloon and was able to freely dilate the jailed distal circumflex stenosis and the entire length of the in-stent restenosis. After balloon inflations the physician attempted to remove the balloon from the jailed coronary segment. The balloon seemed to hang up in the proximal segment of the stent. The physician felt a gradual tightening of the balloon and then felt the balloon snap. It was reported that the balloon tip sheared off. Physician confirmed this when the shaft of the balloon was removed. Then physician and several colleagues reviewed the films and were not able to identify any balloon markers in the coronary arteries, aorta, or in the info femoral artery, or the sheath.